Manufacturer narrative:
(B)(4), complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the needle was too dull to break the patient's skin (associated to another non-reportable complaint) and broke in half when putting it back in the tray. According to additional information, the broken needle occurred 4 times with different patients (associated to 9680794-2023-00556, 9680794-2023-00577 and 9680794-2023-00579). The needles were not in the patient when they broke so there was no harm or consequence to the patients. Another suture needle was used to complete the case.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: the needle was too dull to break the patient's skin (associated to another non-reportable complaint) and broke in half when putting it back in the tray. According to additional information, the broken needle occurred 4 times with different patients (associated to 9680794-2023-00556, 9680794-2023-00577 and 9680794-2023-00579). The needles were not in the patient when they broke so there was no harm or consequence to the patients. Another suture needle was used to complete the case.